Event description:
Event description cpi received information that this patient was found unconscious and required resuscitation. She remains unconscious, on a ventilator in the intensive care unit. Her implantable cardioverter defibrillator (ICD) could not be interrogated.